Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol)was implanted in patient's eye. Once the lens unfolded into the bag, doctor saw the concentric circles and was concerned if he implanted a multifocal and not a monofocal. The patient does not show any problem after the post-op check. Reportedly, the patient has not seen the doctor again. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer as to date remains implanted; therefore product testing could not be performed and the customer reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. During manufacturing all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows that the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.